Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. Customer called cts for further assistance to address high bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.